Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, 5mm 10cm saber percutaneous transluminal angioplasty (pta) was used after the lesion was pre-dilated with an unknown 3mm balloon. During inflation at nominal pressure of the 5mm 10cm saber percutaneous transluminal angioplasty (pta) balloon, decompression was confirmed, and rupture was suspected. Deflation was achieved, but blood was entering the inflation device, so it was determined to be balloon rupture. Therefore, it was replaced with a new non-cordis balloon catheter. The procedure was completed. There was no reported injury to the patient. This occurred during an evt case. The product was stored properly according to the instructions for use (IFU). There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet, or any of the sterile packaging components. No kinks or damages were noted prior to inserting the product into the patient. The device was prepped according to the IFU, maintaining negative pressure as expected. The intended procedure targeted the superficial femoral artery (sfa) with severe stenosis of 90%. The lesion was severely calcified. The vessel had no tortuosity. The device was not used for treatment of a chronic total occlusion (cto). While inserting the balloon through the rotating hemostatic valve and guide catheter, there was no resistance or friction. However, there was some friction while crossing the lesion with the balloon catheter. Tut the catheter was never in an acute bend, and the balloon catheter did not kink during use. The device will be returned for evaluation.

Manufacturer narrative:
As reported, 5mm 10cm saber percutaneous transluminal angioplasty (pta) was used after the lesion was pre-dilated with an unknown 3mm balloon. During inflation at nominal pressure of the 5mm 10cm saber percutaneous transluminal angioplasty (pta) balloon, decompression was confirmed, and rupture was suspected. Deflation was achieved, but blood was entering the inflation device, so it was determined to be balloon rupture. Therefore, it was replaced with a new non-cordis balloon catheter. The procedure was completed. There was no reported injury to the patient. This occurred during an evt case. The product was stored properly according to the instructions for use (IFU). There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet, or any of the sterile packaging components. No kinks or damages were noted prior to inserting the product into the patient. The device was prepped according to the IFU, maintaining negative pressure as expected. The intended procedure targeted the superficial femoral artery (sfa) with severe stenosis of 90%. The lesion was severely calcified. The vessel had no tortuosity. The device was not used for treatment of a chronic total occlusion (cto). While inserting the balloon through the rotating hemostatic valve and guide catheter, there was no resistance or friction. However, there was some friction while crossing the lesion with the balloon catheter. The catheter was never in an acute bend, and the balloon catheter did not kink during use. The device will be returned for evaluation. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 82298973 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " balloon burst at/below rbp" could not be confirmed. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Procedural factos are likely since it was reported that the lesion was severely calcified with severe stenosis. The friction reported when crossing the lesion may have caused damage to the balloon surface that led to its rupture. According to the warnings in the safety information in the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, 5mm 10cm saber percutaneous transluminal angioplasty (pta) was used after the lesion was pre-dilated with an unknown 3mm balloon. During inflation at nominal pressure of the 5mm 10cm saber percutaneous transluminal angioplasty (pta) balloon, decompression was confirmed, and rupture was suspected. Deflation was achieved, but blood was entering the inflation device, so it was determined to be balloon rupture. Therefore, it was replaced with a new non-cordis balloon catheter. The procedure was completed. There was no reported injury to the patient. This occurred during an evt case. The product was stored properly according to the instructions for use (IFU). There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet, or any of the sterile packaging components. No kinks or damages were noted prior to inserting the product into the patient. The device was prepped according to the IFU, maintaining negative pressure as expected. The intended procedure targeted the superficial femoral artery (sfa) with severe stenosis of 90%. The lesion was severely calcified. The vessel had no tortuosity. The device was not used for treatment of a chronic total occlusion (cto). While inserting the balloon through the rotating hemostatic valve and guide catheter, there was no resistance or friction. However, there was some friction while crossing the lesion with the balloon catheter. Tut the catheter was never in an acute bend, and the balloon catheter did not kink during use. The device will be returned for evaluation.